Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room after experiencing light-headedness, device was found to be in backup vvi mode. It was noted that the device went into backup mode on (B)(6) 2019 when the patient was sleeping. Device was reprogrammed to normal mode. Patient was feeling better after device reprogramming and was stable.